Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A hospital pharmacist reported that during phacoemulsification there was an abnormal accumulation of white crystals between the metallic irrigation/aspiration probe which went into patient's eye. It was very difficult to remove the crystals from the eye and the intervention was prolonged with risk of complication. Additional information has been requested but not received to date. This is one of two medical device reports being filed for this facility.